Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since generator change, both leads were protruding under the skin of the pocket. The pocket was revised and the leads remains in use. No patient complications have been reported as a result of this event.